Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited corrosion around the forceps elevator and a gap was found between the server plug-in and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: physical stress including bumping or dropping the distal end section of the endoscope or chemical stress by chemical solutions used. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.